Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital biomed technician that the patient's system controller strain relief and the power lead was broken and the underlying cable was damaged. It was also reported that the wire damage lead to low voltage alarm conditions.